Event description:
Event description boston scientific received information that the patient with this pacing system ended up in the intensive care unit (ICU) due to loss of capture and asystole. The patient has chronic atrial tachycardia. An external pacer programmed to vvi mode was used in the ICU to keep the patient stable for four hours until a replacement surgery could be completed. During the procedure, asystole was repeatedly observed and the physician made the decision to explant and replace the device and surgically abandon both leads, although there was no allegation against the atrial lead. After the procedure, the new device and right ventricular lead were confirmed to be providing appropriate therapy.